Event description:
It was reported that during a davinci si hysterectomy procedure, the fenestrated bipolar forceps instrument was not working properly during the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable was found to be loose and frayed at the distal clevis hub. Both cable crimps remained in the clevis and no damage was found on the cable. Upon housing removal found that the pitch cable was loose at the clamping pulley location, but no loose clamping pulley screw was found. Instrument passes electrical continuity test. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.